Manufacturer narrative:
Event date not provided. Therefore, 01/01/2025 was used as approximate event date.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced dysuria and a painful meatus, which led to anuria. Upon revision, the physician noted that the cylinder was protruding from the patient's meatus. Therefore, a surgery was performed during which the right cylinder and tubing were removed. The reservoir and left cylinder were left intact. Therapies being used on the patient at the time of the event may have caused or contributed to the event. No additional patient complications were reported.